Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was observed to exhibit jumpy high out of range shock impedance measurements. The health care professional (hcp) called technical services (ts) for further review of the stored daily threshold and impedance measurements trend report. Upon review, ts confirmed the rv shock impedance measurements appeared to intermittently be high out of range. Ts discussed possible causes and programming options. Ts also recommended for a defibrillation threshold (dft) test to be performed for further evaluation of the lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported.